Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a hurricane rx biliary dilatation balloon was used during an endoscopic papillary balloon dilatation (epbd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the device would not inflate at the target site in the common bile duct. The device was removed and a leak was found in the balloon portion of the device. The procedure was completed with another hurricane rx biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a hurricane rx biliary dilatation balloon was used during an endoscopic papillary balloon dilatation (epbd) procedure performed on (B)(6), 2012.according to the complainant, during the procedure, the device would not inflate at the target site in the common bile duct. The device was removed and a leak was found in the balloon portion of the device. The procedure was completed with another hurricane rx biliary dilatation balloon.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. (B)(4) for the reported event of balloon leak. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual and functional evaluation of the returned complaint device was performed; the balloon was attempted to be inflated and a pinhole leak was found in the balloon portion of the device. The complaint was confirmed. The most probable root cause for this event is operational context; this failure occurs when procedural or anatomical factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). A search of the complaint database revealed that no similar complaints exist for the specified lot.